Event description:
An international distributor contacted dexcom technical support on (B)(6) 2013 to report inaccuracies between the patient's cgm and blood glucose meter, in which the patient was unsure of the exact date of the inaccuracy. The distributor reported the following claim from the patient: patient's cgm reading was about 8.6 mmol/l and blood glucose meter reading was 3.4 mmol/l. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.